Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. An additional event was identified and therefore added to this summary report. Evaluation results findings (components/results) 2 devices: part/component/sub-assembly term not applicable/fracture problem.

Event description:
This report now summarizes 3 malfunction event(s), instead of 2.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results). 1 device: appropriate term/code not available / no findings available. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 2 malfunction event(s), where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.